Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed ventricular fibrillation (vf) resulting in a syncopal episode for the patient. The patient was hospitalized and the device was interrogated. Interrogation revealed that the patient developed vf and therapy was initially diverted due to undersensing. The vf was redetected and again undersensed. Finally the device detects the arrhythmia, labels it as ventricular tachycardia (vt) and provide anti-tachycardia pacing (atp) followed by a diverted shock and then a commanded 41 joule shock.

Event description:
New information received indicates that the device has since been disabled due to patient entering palliative care. Copies of the vf episodes were reviewed by boston scientific technical services (ts) who noted that the undersensing is due to the intrinsic amplitude falling below the programmed sensing floor. The device sensitivity is programmed to 0.25mv and cannot be programmed more sensitive than that.

Manufacturer narrative:
(B)(4).